Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they haven't used their therapy at all. Patient said that it's been a while sometime at the beginning of february they were not happy the way it was working. Patient said they are getting discouraged and wants to have the ins removed. Patient said this morning they were thinking to themselves they don't think it was on. Patient said it was in off position. Patient said that even if the MRI is on the device wasn't working. Patient said that when they came up to put a program then it says off. Patient don't think its connected to their device. Patient said they wanted to set the device again, but it shows the therapy is turned off. Patient is curious to know if it's still in MRI mode and asking if how to get it back. Agent reviewed and assisted the patient to connect to their therapy. Patient confirmed that the therapy is off. Agent had the patient check the MRI if it is active. Patient confirmed over the phone that MRI mode is deactivated. Agent assisted patient to turn on therapy and patient increased their therapy to a comfortable level. Patient to monitor symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.